Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Manufacturing date and expiration date unavailable.

Event description:
Related manufacturer reference number: 2017865-2020-01395, 2017865-2020-01396, 2017865-2020-01397, 2017865-2020-01398, 2017865-2020-01400. It was reported that the patient presented in the hospital with endocarditis. The physician intended to explant the dual chamber pacemaker system, as well as the previously capped leads (two right ventricular leads and one right atrial lead). During explant of the active right ventricular lead, the ventricular tissue tore, so the physician abandoned the full system extraction. The physician capped the active right atrial lead and replaced the explanted pacemaker and explanted right ventricular lead with a single chamber epicardial pacing system during procedure on (B)(6) 2020, while also leaving the previously capped leads in the body. The patient was stable post-procedure.